Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that when performing a test or saving reports on the mobile programmer application, the screen greyed out, displayed an hourglass symbol, and lost electrograms (egm) was confirmed. It was also determined at analysis that there was a freeze of the mobile programmer application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when performing a test or saving reports on the mobile programmer application, the screen greyed out, displayed an hourglass symbol, and lost electrograms (egm). It was noted that this issue lasted for a brief period before returning to normal. It was also noted that the application displayed a low resources message. Troubleshooting steps were taken to include reinstalling the application with a view to resolving the issue. Performance data from the mobile programmer application was received and it was determined at analysis that there was a freeze of the mobile programmer application. No patient complications have been reported as a result of this event.